Manufacturer narrative:
The manufacturer's service technician replaced the data aquistion - motor controller ribbon cable.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop occurrence. No patient involvement reported.